Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted and replaced. Effective therapy was established post-operatively.

Event description:
Related manufacturer report number: 3006705815-2024-01960, 3006705815-2024-01961. It was reported that the patient was experiencing pain at the ipg site and ineffective therapy due to impedance issues on both leads. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.